Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR: returned product consisted of an emerge balloon catheter. The balloon was loosely folded with blood in the lumen and contrast in the balloon. Microscopic inspection revealed a pinhole in the balloon material on the distal edge of the distal markerband. Inspection of the remainder of the device revealed numerous kinks in the hypotube. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. The target lesion was located in the severely tortuous and severely calcified left anterior descending artery. A 2.00mm x8mm emerge balloon catheter was advanced for dilatation. However, during inflation, the balloon ruptured. The device was completely removed from the patient. The procedure was completed with a non-bsc balloon catheter. No patient complications were reported and the patient's status was good.